Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Tibial drill would not slide through the tower properly.

Manufacturer narrative:
Additional narrative: examination of the returned devices was unable to confirm the reported event of functionality concerns. The returned tibial drill/tower were functionally tested and found to function as intended with no restrictions. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.